Event description:
While performing a carotid endarterectomy procedure surgeon claim there was a hole in the bar which is connected to the shunt. He changed out the shunt and procedure continued without any incident.